Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported when they go to recharge the implanted neurostimulator, the recharger cord gets extremely hot and the paddle gets hot as well. Patient stated the issue started about 2 weeks ago. Patient mentioned they tried charging the implant again the night before last and it only got the implant to 50% and then the controller told them to charge the controller. Patient tried charging again last night and was able to get to 80%. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the recharger.